Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging of cancer. At this time, no medical intervention has been reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging of cancer. At this time, no medical intervention has been reported. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed sound abatement degraded foam indications. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Manufacturer was able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 9 error code. The manufacturer can confirm the presence of multiple consistent with degraded sound abatement findings. Contaminants that are not foam from the secondary findings. The manufacturer observed contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Problem code grid, evaluation method code grid, evaluation results: code grid, conclusion code grid, and component code grid. The date received by mfg, device availability for evaluation, and date returned to mfg have been updated.